Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode cannot be excluded. However to determine an exact root cause, device investigation at the explanted device would be necessary. The recipient will be monitored by the clinic.

Event description:
The user's mother reports that the child accidentally fell and hit her head on the side of the implant about 20 days ago. The parents report that the child used only the left processor for a few days due to a malfunction of the contralateral right one, without noticing a worsening of hearing performance. It has been decided to monitor the user once a month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reports that the child accidentally fell and hit her head on the side of the implant. The parents report that the child used only the left processor for a few days due to a malfunction of the contralateral right one, without noticing a worsening of hearing performance. It is planned to repeat the in-situ measurements once the cortisone-treatment is finished. The mother will regularly massage the implant side.